Event description:
Device returned to manufacturer for analysis with report of "battery depletion" and "medication missing after refill by nurse on multiple occasions". Follow up with the hcp revealed - no battery depletion occurred. Pt did not report any illness or symptoms of withdrawal or overdose occurring between refills. Only finding was the expected drug was missing from the pump. No more explantation provided. Device explanted.